Manufacturer narrative:
The pump passed performance verification testing within product specification. Testing with syringe delivery using the customer reported protocol also passed delivery accuracy testing within specification. The frequency of death or serious injury reports for code 103 (underdelivery) for plum products is <0.01/million sets.

Event description:
Underdelivery reported. The pumps are a new placement at this hosp. A nurse wanted to do a test run on secondary syringe delivery for practice. She took 2ml of the primary maintenance fluid in a 10ml syringe and programmed for secondary infusion. She reports that the pump switched back to primary delivery after just 0.5ml of set 2ml volume delivered. The infusion rate was not recalled. The display reportedly indicated 1.5ml volume left to be infused, however the device stopped secondary infusion and reverted to primary infusion before the dose was complete. Thee were no adverse effects to the pt.